Event description:
Boston scientific crm received info that this lead dislodged twice. The first dislodgement was two days post implant, where the lead moved into the atrium, the pt went into atrial flutter and needed cardioversion to correct it. The lead was then revised and dislodged the second time two days later. The lead was explanted and successfully replaced with another lead. To date, there have been no adverse pt effects reported. Dates were provided by boston scientific.